Event description:
It was reported by the customer that on (B)(6) 2010, an aiming beam fired straight out of the fiber and the fiber tip burned at 124,108 joules. The device was not returned for eval.